Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a dissection occurred and post procedure, the patient's cardiac enzymes were elevated. The index procedure treated the 3.0x12mm 80% stenosis of the mid left anterior descending artery. Treatment consisted of pre-dilatation and placement of a 3.0x20mm taxus express2 study stent resulting in a 0% residual stenosis. Post deployment, a type a dissection of the mid lad was observed. To treat the dissection, a 2.75x8mm taxus stent was placed distal to the first stent with "excellent final result" and timi iii flow. One day following the index procedure, cardiac enzymes were elevated which is consistent with protocol definition of mi. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.